Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient reported mobile power unit (mpu) power failure about 5 weeks ago without loss of power in the home. Plug was moved to various locations in the room. Power failed on mpu 2 more times. Customer loaned patient power module (with regular grounded cable). No alarms in past 3 weeks. Ran demo loop for 1 week at electric health network (ehn) without recreation of alarm. Alarm cleared when patient placed on batteries. Patient was asymptomatic and changed to batteries each time without issue.

Event description:
Additional information: the device was exchanged due to the event.